Manufacturer narrative:
Investigation summary: the device was returned and analyzed. Product analysis confirmed the reported event related to cylinder has a hole and fluid leak but unable to confirm the reported event related to "ahesions". DHR:device history record (DHR) review: review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the standard inflate/deflate pump was visually inspected. There was a leak in the pump strain relief kink resistant tubing (krt) (cylinder) junction attributed to fatigue and worn to filament. The pump krt was worn to filament. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks. Cylinder 1 had a leak in the inner tube attributed to fatigue and wear at fold; large hole in the outer tube with large broken fabric treads was present. Cylinder 2 had a leak in the distal cylinder body attributed to fatigue and wear at fold; hole was present. Both cylinders had wear at fold in cylinder body. Both cylinders were not pressure test due to leak was identified. Product analysis confirmed the reported event related to cylinder has a hole and fluid leak but unable to confirm the reported event related to "ahesions". Labeling review: review of the labeling identified the reported event related to "ahesions and fibrosis" and "tissue damage" is anticipated in nature and severity based on the mention of scar tissue discussed in the IFU, ams700 ms pump. The reported events also do not contain an allegation against the labeling. Investigation conclusion: the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the physician could not get the pump to cycle in office but was "squishy so the physician decided to replace the inflatable penile prosthesis due to fluid loss. Upon explantation, the silicone layer on the cylinder came off and frayed which exposed fabric. The fabric of the inner layer was scarred in to the patient and difficult to explant. Following the replacement surgery, the patient fully recovered.

Event description:
It was reported that the physician could not get the pump to cycle in office but was "squishy", so the physician decided to replace the inflatable penile prosthesis due to fluid loss. Upon explantation, the silicone layer on the cylinder came off and frayed which exposed fabric. The fabric of the inner layer was scarred in to the patient and difficult to explant. Following the replacement surgery, the patient fully recovered.